Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they used the device was used for anastomosis in laparoscopic rectectomy. The surgeon inserted the instrument from anal and connected the anvil to the device, and anastomosed the tissue as usual. After the anastomosis, the surgeon twisted the knob twice to open direction; however, no click sound was heard. As the anvil was already tilted, the surgeon removed the device from the body. They could not rotate the twisted knob to open nor close direction any more. They noted the anvil center rod did not work with knob¿s rotation at all. The status of the patient was reported as no problem.